Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: stem extension straight 15 mm dia x 30 mm length(combined length 75 mm) catalog# 00598801215 lot# 61867680. All poly patella standard size 38 mm diameter 9.5 mm thickness for cemented use only catalog# 00597206638 lot# 61870018. Unknown bearing stem extension straight 15 mm dia x 30 mm length(combined length 75 mm) catalog# 00598801215 lot# 61887163. Tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog# 00598005701 lot# 61878047 femoral component option for cemented use only size g left catalog# 00599401791 lot# 61857157. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00991, 0001822565-2017-06893, 0001822565-2017-06892, 0001822565-2017-06891, 0001822565-2017-06889, 0001822565-2017-06996. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00991, 0001822565-2017-06892, 0001822565-2017-06891, 0001822565-2017-06889. Concomitant medical products: unknown femoral; unknown tibial tray; unknown stem; unknown bearing; unknown patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is scheduled for a revision due to implant failure.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.